Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was advanced within the patient and placed on the leaflets. While repositioning the clip, the arm positioner was rotated and the clip sprung open while the clip was locked. The clip was repositioned and successfully placed on the leaflets. While testing the lock on the clip, the clip opened to 20 degrees. Troubleshooting was performed unsuccessfully and the clip continued to open. The clip was removed from the patient and a replacement triclip was successfully implanted. The procedure was discontinued, the final tr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.